Event description:
Health care professional reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. Reset occurred - low battery. Caller reported low battery reset occurred on (B)(6) 2012. The previous pump logs were from (B)(6) 2012. Elective replacement indicator listed as 33 months safe state occurred. The pump was replaced. Per another reporter, the pump was explanted because of "film on the battery". The pump was delivering lioresal.

Event description:
Additional information: it was reported that the patient suffered mild withdrawal symptoms including elevated tone. The patient was treated with oral baclofen. The patient's outcome was reported as recovered without sequelae.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4): analysis of the pump revealed motor feed thru anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Please see attached user facility report # (B)(4).